Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. Per the clinical notes, the angle of insertion had to be adjusted to resolve access site bleeding. The cause of the access site bleeding was use related because the adjusted angle of insertion resolved the issue.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: bleeding access site ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had access site bleeding which was resolved by adjusting the angle and refixing. Blood products were given to address the issue as well. Additionally, the patient was on impella support for 78.50 hours before the patient expired. The cause of death was determined to be acute heart failure. There was no relationship between the cause of death and the impella.